Event description:
It was reported by the affiliate that the device was used during an unknown procedure. It was reported by the affiliate that after firing the device, the jaws of the device would not open. The surgeon had to cut tissue to remove the device. There was no pt consequence.

Manufacturer narrative:
D6; device returned with no lot identification. H6; dent of release button. Product complaint analysis team has completed its investigation of the device which was returned to us. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, j00p01; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired; position/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no; result of attempted firing, good. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "would not open" during surgery. Instrument was returned in good phsical condition. Instrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.